Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, the reprocessor missing alcohol cap and connector with stopper, and missing parts on water filters. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunctions related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported a the reprocessor missing alcohol cap and connector with stopper, and missing parts on water filters. However, per the legal manufacturer, this is not likely to cause or contribute to death or serious injury if the malfunction were to recur.